Manufacturer narrative:
No additional information was provided for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected hybritech psa (hyb-psa) result generated by the access 2 immunoassay system for one patient. Subsequent testing on an alternate methodology produced lower results. It is unknown if there was an affect to patient treatment with regard to this event.